Manufacturer narrative:
(B)(4). Additional information received from a consumer: action taken with dianeal and extraneal therapies was not reported.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). Dianeal and extraneal therapies were ongoing. On an unreported date, unspecified antibiotic treatment was rendered (dose, frequency, and route not reported) for peritonitis. It was reported that peritonitis was likely due to an infectious etiology and a break in aseptic technique during the peritoneal dialysis procedure. On an unreported date, retraining of proper connect/disconnect method and aseptic technique was performed. The patient recovered from this peritonitis event.

Event description:
This is a report of peritonitis in a patient coincident with unknown dianeal therapy for renal failure chronic. Action taken with dianeal therapy was not reported. On an unreported date, the patient experienced and was hospitalized for peritonitis. Treatment was not reported. The cause of peritonitis was not reported. The outcome of this peritonitis was not reported.